Manufacturer narrative:
An event regarding a crack/fracture involving a ceramic head was reported. A review by a clinical consultant confirmed shell malposition. Method & results: medical records received and evaluation: a review of the provided information by a clinical consultant noted that: cup position was suboptimal. Cup malposition in absent anteversion has contributed to impingement and/or overload with point contact between ceramic surfaces causing a ceramic head fracture. Conclusions: a review of the provided information by a clinical consultant concluded that: cup malposition in absent anteversion has contributed to impingement and/or overload with point contact between ceramic surfaces causing a ceramic head fracture. If additional information and/or device become available, this investigation will be reopened.

Event description:
The surgeon reported that the patient had hip replacement done in a different hospital about 2-3 years previously. The surgeon further reported that the patient was walking up stairs on (B)(6) 2015 and suddenly felt a crack in his hip. The patient presented to hospital on (B)(6) 2015 and admitted for revision. Update: the customer reported the revision occurred (B)(6) 2015.